Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently went to the emergency room on (B)(6) 2017 at 4:30 pm due to a blood glucose level of 543 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. The customer was still at the hospital at the time, the event was reported. The insulin pump was not replaced or returned for analysis.